Manufacturer narrative:
(B)(4). The device has not been returned for investigation. A device history review could not be conducted since the lot number was not provided. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during laparoscopic colectomy, the user ligated the patient's body tissue with a clip, but it remained stuck in the upper jaw of the applier. A competitor's applier from another trocar was used and ligated the tissue, then separated the tissue in question off and the procedure was done safely. No clips fell from the applier in the patient and there was no patient injury.

Event description:
It was reported that during laparoscopic colectomy, the user ligated the patient's body tissue with a clip, but it remained stuck in the upper jaw of the applier. A competitor's applier from another trocar was used and ligated the tissue, then separated the tissue in question off and the procedure was done safely. No clips fell from the applier in the patient and there was no patient injury.

Manufacturer narrative:
(B)(4). The customer returned three loose clips from a cartridge of 544230 hemolok ml clips 6/cart 84/box for investigation. The clip cartridge was also returned, but it was empty. The clips were visually examined with and without magnification. Visual examination of the returned clips revealed that the clips appeared typical. One of the clips was returned closed and the other two clips were returned opened. The applier was not returned. Reference file: (B)(4) for investigation photos. Functional inspection was performed on the returned clips. A lab inventory clip applier was used. The two opened clips were manually loaded into the jaws of the applier. Both clips were able to properly load into the jaws of the applier and were successfully applied to true-max tubing. No functional issues were found with the returned clips and neither clip got stuck in the applier. The IFU for this product: l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The reported complaint of "clip stuck in jaw of applier" was not confirmed based upon the sample received. Three loose clips were re turned, with one of them being closed already. Upon functional inspection, the two opened clips were able to properly load into the jaws of a lab inventory applier and were successfully applied to true-max tubing. Neither clip got stuck in the jaws of the applier. Since no functional issues were found with the returned clips and the applier was not returned, the reported issue could not be confirmed.